Event description:
Covidien received information that, during patient use, the ventilator entered a ventilator inoperative condition. The patient was removed from the ventilator. No patient injury reported. The service of the ventilator is pending. There is no report of serious injury or death associated with this evnt.

Manufacturer narrative:
(B)(4)